Manufacturer narrative:
The device was returned for analysis. The reported clip opening while locked could not be confirmed. The discrepancy between what was reported and what was noted during the testing is possibly due to procedural circumstances in conjunction with patient anatomy that could have resulted in the reported issue; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. All available information was investigated and a conclusive cause for the reported clip opening while locked could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked (lot:00915u149). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip (lot:00915u149) was advanced to the mitral valve and the clip was placed; however, before establishing final arm angle and before removing the locking line; the clip opened slightly and mr worsened. The clip was not implanted. Another clip was removed and was replaced with another clip which was implanted without issues. To further reduce mr, another clip (lot:00915u130) was advanced to the mitral valve. After the clip entered the left ventricle, the clip rotated and the clip arm became entangled in the tendon cord. Troubleshooting was unsuccessful, the clip arm remained entangled in the tendon cord and was implanted in chordae. The final mr was grade 3+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.